Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It is possible that during removal of the stylet, the tip was inadvertently pulled causing the stent to slightly pull out and partially deploy; however, this could not be confirmed. The investigation determined the difficulties were likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 7.0x60mm absolute pro self-expanding stent system was removed from packaging and prepped by flushing the device with saline. During an inspection prior to use, the physician observed two stent struts that were outside of the delivery system [sheath]. The device was not used and there was no patient involvement. A new 7x80mm absolute pro stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.